Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the ER for a high blood glucose near 400 mg/dl. The patient was treated and released. Troubleshooting was declined. The insulin pump was not returned for analysis.